Event description:
A surgeon reported that following an intraocular (iol) implant procedure, glistenings were suspected on the iol. An opaque media was noted by the surgeon during a patient examination one year and ten months following the implant procedure. The surgeon also reported that the patient experienced reduced visual acuity. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been other complaints reported in the lot number. Additional information has been requested. (B)(4).